Event description:
A peritoneal dialysis (pd) patients husband contacted fresenius customer service and reported that the island dressing (B)(4) causes the patients skin irritation, itching, and eventual bleeding. No adverse event was reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).